Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 component code: mechanical (g04)-stem. Medical records were not provided for the initial left hip procedure or the revision procedure. Medical records were only provided for the right hip. No details changed in relation to complaint event. The root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant products: unknown cup, unknown liner, unknown head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient¿s left hip was revised approximately 10 year post-implantation due to pain and femoral stem fracture. The femoral stem was removed. Diagnostic testing revealed that the femoral stem fractured. The testing also revealed chromium and cobalt entered the patient¿s blood stream. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. UDI information was not available. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being submitted to relay additional information: (B)(4). Concomitant medical products: 00620205422 name: shell porous with cluster holes 54 mm lot: 60378058, part: 00625006530 name: bone scr 6.5x30 self-tap lot: 60385187, part: 00631005032 name: liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells lot: 60403080, part: 00801803214 name: femoral head non-skirted 12/14 taper lot: 60381815. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00586.